Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2006. Since the procedure in 2006, the patient has had issues with back pain. Her symptoms were treated during that time. She recently had an increase in back pain this year along with painful intercourse. The patient was seen by her physician in (B)(6) and was diagnosed with a vaginal wall erosion. She was told by the physician that she would need to find a surgeon to remove the sling.

Manufacturer narrative:
(B)(4). The patient stated that as of 2012, she had a mesh erosion. Shortly after the sling procedure in 2006, the patient experienced problems with her lower back and cramping in her legs. The patient had epidural treatments in 2006 for the leg cramps. The patient experienced heavier and more frequent periods and more severe menstrual cramps. She was treated with provera but later stopped taking it because she felt tired, bloated, and achy from the medication. After stopping the provera, the heavy and more frequent periods resumed. In 2011, the patient started to experience lower back pains again. Recently, the patient has experienced stress urinary incontinence. The patient reported having to urinate more frequently and was prescribed detrol for the frequency and an estrogen vaginal cream to strengthen the vaginal wall. Sex has become extremely painful. The patient was diagnosed with a urinary tract infection. The patient takes traumeel, a homeopathic medicine for her back pain. (B)(4). This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - mesh exposure, (B)(4) - dyspareunia, (B)(4) - undefined treatment for pain. Device (B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.